Manufacturer narrative:
This incident happened in germany but the prosthetic foot 1c70 is also sold in the us. The evanto prosthetic foot has been examined in detail. It was sent in with the footshell, without the adaptor cover and without the spectra sock. There is sticky dirt and sand in the footshell. The shell and foot exhibit normal signs of wear. The underside of the base plate (in the toe and heel area as well as the strap groove) are more worn. Point damage (presumably caused by little stones or coarse sand) is visible there. The strap tear that complained about runs along the adaptor edge. The strap also shows slight wear in another area. The contact surface of the strap on the adaptor is severely worn (surface partly sanded). The cause of the severe wear and tear could be the relative movement of the strap in combination with excessive soiling (also due to the missing adaptor cover) and permanent contact with sand. Due to significant signs of wear, we cannot rule out the possibility that the user has often been in contact with sand and dirt without regularly cleaning the product in accordance with the instructions for use, and/or observing the restrictions in the section "unallowable environmental conditions", where we exclude "intensive contact with sand". An existing belt tear does not immediately lead to a failure of the product and therefore not to a fall in all cases. However, at this time we cannot rule out the possibility that the belt tear contributed to the fall. Therefore, a notification to authorities is required at this time based on the available information.

Event description:
The foot has broken while walking. The patient fell painful, medical treatment was not necessary.